Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician indicated that the phaco tip broke in the patient's eye during a procedure. Additional information has been requested.

Manufacturer narrative:
No phaco tip sample was returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
Additional information from the customer indicates that the product was replaced; however, while vacuuming the last quadrant, the doctor noticed that the posterior capsule was ruptured. An anterior vitrectomy was performed and placement of the intraocular lens was placed in the ciliary sulcus of the patient¿s left eye. The physician prescribed steroids to the patient. The patient is improving.